Event description:
A hospital in (B)(6) reported that three rt040 hospital full face masks were "hard to seal at the bridge of the nose". This was observed during use on a patient. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that three rt040 hospital full face masks were "hard to seal at the bridge of the nose". This was observed during use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint rt040 masks are not expected to be returned to fisher & paykel healthcare (fph) for evaluation. We are currently in the process of obtaining further information from the hospital in order to assist us with the analysis and identification of a possible root cause of the event as reported. We will provide a follow up report once we have completed our analysis.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare has not received the complaint rt040 full face mask for further investigation. Our analysis is accordingly based on the event description and additional information provided by the hospital. In response to questions raised by fph, the respiratory therapist (rt) of the hospital noted the following: "there was probably training many years ago but I couldn't tell you when. The problems that we had have seemed to disappear and have not happened since right after I called you. Thank you for your follow up. If we have any further problems we will contact you again." Without the return of the complaint device we were unable to confirm the root cause of the reported fault; however, the rt of the hospital confirmed that they did not encounter the same problem again after her phone call with one of the fph customer service representatives in (B)(4).